Event description:
A nurse reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. The wound was enlarged to allow removal of the damaged lens. The nurse stated the problem occurred with the delivery system and the user and was not solely related to the product.